Manufacturer narrative:
Correction: previously reported event date as jan 13, 2023, but new information notes the date the infection was initially noted is unknown.

Event description:
The date the infection was initially noted is unknown.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2023-02859, 2017865-2023-02860. It was reported that the patient presented to in clinic follow up with an infection following a pocket revision. System infection was identified via redness around the implant site. The implantable cardioverter defibrillator was explanted. The patient was stable.